Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient not properly disconnecting the patient line from the transfer set during therapy. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during drain 2 of 4. The home patient (hp) disconnected during the dwell cycle and then reconnected. The hp would finish therapy with a manual bag. Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, it was found there was no patient injury or medical intervention related to the incident and the patient has been continuing therapy on the cycler with no further issues. The pd rn stated the hp knows the proper procedures.

Manufacturer narrative:
(B)(4). The device was discarded.